Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the batch manufacturing records indicates twin-packs were manufactured and accepted into final stock with no reported discrepancies. Lot jkx024 is made up of powder lot 411hx1 and liquid lot 926jx which were also reviewed and no discrepancies noted. There has been no other event for the lot referenced.

Event description:
When opening simplex during a procedure, the nurse complained of a pain in her eyes.